Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 535 mg/dl. Customer stated that they were on vacation and blood glucose has been high they took off insulin pump in the morning and gave an injection but was not sure when to connect back to insulin pump. Customer was not using auto mode at the time of high blood glucose. The insulin pump will not be returned for analysis.